Event description:
Customer has observed leaking at the junction with the IV catheter (bd insyte). Customer is administering low dose radioactive material. No patient injury. States the male adapter or the IV catheter is too big or too small. Customer has discarded radioactive samples but will send companion samples of both items. Had follwed up with customer after evaluation was completed to find out the problem continues to be an issue for facility. Customer reports that there is leakage noted even if no fluids are being infused. Customer reports to use a "push & twist" motion with IV connection, but still reports for there to be a back up of blood within 10 minutes after an IV start.